Manufacturer narrative:
The two mis single inner set screws (product code: 1867-15-000, lot number: atpbrd) were returned to the complaints handling unit (chu). One of the returned set screws featured some damage at the start of the thread. The thread has been torn from the side of the set screw in this location, leaving it compressed inward towards the rest of the thread and the body of the set screw. This damage may have occurred accidentally during the insertion of the set screw in the tulip head. If the set screw is cross threaded and tightened, it places forces on it capable of damaging and tearing the threads. The remaining set screw showed signs of use in the form of minor and superficial surface markings as well as human tissue, but no damage. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the set screw thread tearing cannot be determined from the sample and information available. A potential root cause is inadvertently cross threading the set screw during insertion. Attempting to tighten the set screw in this state may have placed unexpectedly high amounts of force on the thread, resulting in it becoming torn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Installation of 2 viper failed due to screw thread damage. Use of two other devices.